Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic urgently due to palpitations. Upon interrogation, it was discovered that the right ventricular (rv) lead reported rising thresholds after a change in oral medications, specifically flecainide. The underlying rhythm was atrial fibrillation. The physician elected to decrease oral medication dosage of flecainide and reprogramming occurred to compensate for the atrial fibrillation. The lead remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.